Event description:
Stryker (B)(4) received a report from a physician who used tcp putty (calstrux) in conjunction with a lizard ex-fix in (B)(6) 2005, to treat a pt's left tibia. No additional info was provided. Attempts to obtain additional info from the rptr were made on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010, but no additional info was received. On (B)(6) 2010: stryker biotech reviewed invoice documentation for a pt (B)(6) treated by the rptr at (B)(6). This pt received one unit of op-1 implant, catalog number 10025 and one unit of tcp putty (calstrux), catalog number 40015 on (B)(6) 2005, as part of an unk left tibial procedure. It is not known if this is the same pt who was reported to have received tcp putty in conjunction with a lizard ex-fix in (B)(6) 2005. This MDR is being created to capture the potential that a pt received both op-1 implant and the tcp putty (calstrux) and the physician had a complaint associated with the use of the products. No additional info is expected.

Manufacturer narrative:
.